Manufacturer narrative:
This item is not released for sale in the us. Eval summary: the head was not returned for review. It is not possible to evaluate the mating condition of the head to the stem. Cause cannot be definitively determined. Device history records indicate all components were mfg and inspected to specification. Exemption: (B)(4). Total # of events: 6. Not released for sale in the us. Type of event: malfunction. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.

Event description:
It is reported that after the procedure of knocking the head to the stem with the mallet, the surgeon found that the head on the stem is still loose and can be easily pulled out by hand.